Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 lead, implanted: (B)(6) 2008, 407645, implanted: (B)(6) 2011. (B)(4).